Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Device received with normal operating currents and passed the self-test. Pump failed the displacement test followed by a motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform the basic occlusion test, occlusion test, excessive no delivery test, prime/compromised force sensor system test, and unexpected restart error test or verify failed battery alarm, no excessive no delivery/occlusion alarm and reset alarm due to motor error alarms. Device received with broken reservoir tube lip. The asr exemption e2015043 was revoked on (B)(6) 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had motor error and random no delivery alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will not be returned for analysis.